Event description:
Second revision surgery - due to the patient falling and dislocating her djo total hip.

Manufacturer narrative:
The reason for this revision surgery was the patient dislocated their (B)(4) total hip. Length of in vivo service was 1.2 years. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to (B)(4) for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed there have been 1 prior complaint reported against this part; summary of investigations: 1 previous for dislocation. This is the first complaint against this lot number. The root cause of this event and revision surgery is the trauma from a fall. There are no indications of a product or process issue affecting implant safety or effectiveness.